Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced weight fluctuation ("weight gain/I gained around 100 pounds/its not a lot but lost 3 pounds") and cardiac disorder ("heart disease") and was found to have heart rate increased ("rapid heartbeats"). The patient was treated with surgery (hysterectomy , b/l salpingectomy). Essure was removed. At the time of the report, the medical device removal, weight fluctuation, cardiac disorder and heart rate increased outcome was unknown. The reporter considered cardiac disorder, heart rate increased, medical device removal and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: I have heart disease, rapid heartbeats. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced weight fluctuation ("weight gain/I gained around 100 pounds/its not a lot but lost 3 pounds"), cardiac disorder ("heart disease") and intervertebral disc protrusion ("lower back right side(bulging disc)") and was found to have heart rate increased ("rapid heartbeats"). The patient was treated with surgery (total hysterectomy , b/l salpingectomy leaving tubes and ovaries). Essure was removed. At the time of the report, the medical device removal, weight fluctuation, cardiac disorder, heart rate increased and intervertebral disc protrusion outcome was unknown. The reporter considered cardiac disorder, heart rate increased, intervertebral disc protrusion, medical device removal and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu4&fu5 proceed together: social media received. New event lower back right side(bulging disc) was added. Reporter was added. On 23-mar-2020: fu4&fu5 proceed together: social media received. Insertion date, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight fluctuation ("weight gain/ I gained around 100 pounds/ its not a lot but lost 3 pounds"). The patient was treated with surgery (hysterectomy, b/l salpingectomy). Essure was removed. At the time of the report, the medical device removal and weight fluctuation outcome was unknown. The reporter considered medical device removal and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight fluctuation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.